Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that a patient underwent an unknown surgical procedure on (B)(6) 2016 and suture was used. During the procedure, while pulling, the suture got detached from the needle. There were no reported patient consequences.

Manufacturer narrative:
Retain samples were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened and sutures and needles were found intact. The retain samples were tested for knot pull tensile strength & needle pull test and found to meet the specification.